Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was not returned. However, performance data from the device was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that a lot of short v-v intervals were seen but were not being recorded by the device counters or in the non-sustained tachycardia (nst) episodes. The device remains in use. No patient complications have been reported as a result of this event.